Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a pump with a cadd medication cassette attached did not infuse any of the drug from the cassette. It was reported the end user returned to the clinic and the pump was stopped, not running, the pump was started again with no errors or obvious occlusions. Per reporter the medication was dispensed again with a new pump. No adverse patient effects were reported. No additional information is available at this time.